Event description:
It was reported that the user slipped and the ilet insulin pump struck a counter, resulting in a cracked and shattered screen and a device that would not power on, consistent with physical damage to the display and housing. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health status and continued insulin therapy using a different pump. Investigation included review of the event details and logistics for replacement and return. Investigation of this device revealed damage from accidental impact leading to a nonfunctional screen and device, consistent with user-induced physical damage to the device¿s display component. It was concluded, based on previously established findings for similar reports, that the cause was accidental physical damage unrelated to device design or manufacturing.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.